Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Additional event information received: (B)(6) 2016 - per the facility, the patient was not immunocompromised and did not have any other catheters or drainage devices in place. Blood culture and sensitivity report is attached. Lab results are noted to be within normal limits for white blood cell count. The patient is thrombocytopenic (platelets are less than 150). (B)(6) 2016 - received english translation of blood culture results from a peripheral draw that were positive for staphylococcus aureus. Cultures from a central line were not provided nor were results from a central line tip culture. Additional investigation review: the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an infection is confirmed as cause unknown, as the blood culture results for the patient are positive for staphylococcus aureus but the product was not returned. The implicated product is an EU ppicc solo, 4fr, sl, ir w/nit 70cm gw. A link between the infection and the product cannot be confirmed. The product is processed through a validated sterilization cycle that is qualified to deliver a minimum sterility assurance level of 10-6 per iso 11135. Infection can occur due to many conditions outside of design, manufacture, and sterilization. The instructions for use (IFU) address this issue as a possible risk. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reyc0170 showed no other similar product complaint(s) from these lot numbers.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device had been placed in (B)(6) 2015. Device placed in order to infuse a chemiotherapy treatment. On (B)(6) 2015 first cure was reported ( caelyx & yondelis). On (B)(6) 2015 the patient came to the emergency because she was disorientated and she had an alteration of her general condition and fever. Various controls were reportedly performed such as pulmonary radio - infection controls. It was reported that the patient was transferred to intensive care and placed under antibiotic (claforan & amiklin). On (B)(6) 2015 the results of blood cultures were positive. Report stated that there is a cocci gram positive on the PICC and its area. PICC was removed. After bacteria identification (staphylococcus aureus) there was a modification of the treatment and the patient was transferred in the infectious diseases service ((B)(6) 2015). Patient's fever was at 37.5 degrees celsius and inflammation syndrome was said to have persisted. On (B)(6) 2015 facility scanned the thoraco-abdomino pelvic and noted the presence of pulmonary foci. The patient's treatment was then modified. On (B)(6) 2015 another PICC catheter placed.